Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported site irritation. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide 14421-aw rev h / 2016. Using the pod 5 / page 44 warning: do not use a pod if you are sensitive to or have allergies to acrylic adhesives, or have fragile or easily damaged skin. Living with diabetes 9 / page 107 warning: at least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
Patient reported experiencing skin irritation while wearing the pod. After removal, pod site described as a big red patch that was dry and itchy. During routine endocrinologist visit, patient prescribed ammonium lactate 12% cream and lac-hydrin 12% cream to treat area. Pod worn on arm longer than 48 hours.